Event description:
The patient experienced a cardiac tamponade and pleural effusion. Patient was admitted on (B)(6) 2025. During a clinical pulsed field ablation, a faradrive sheath was selected for use. Patient was intubated/sedated. It was reported that shortly after transseptal crossing, the patient acquired a large pericardial effusion requiring intervention due to threatened tamponade. It was noted that the versacross rf wire punctured the left atrium roof. Pericardiocentesis was done, pericardial drains were placed. The patient received several units of prbc and was admit to intensive unit of care. Also, 1.7 liters of blood was removed. Pericardial drain x2 was inserted. A total of five units of prbcs, 1 unit ffp, 1 unit platelet, kcentranormotensive / borderline hypertensive-- start cleviprex/as needed hydralazine for hypertension was given to the patient. The patient remained hospitalized. Additionally, bilateral pleural effusions required left-sided thoracentesis. On (B)(6) 2025, the thoracentesis catheter was then threaded without difficulty. The patient had 400 cc of serosanguineous removed. Throughout admission, patient did convert to atrial fibrillation, amiodarone-initiated gtt. However, did not convert to sinus rhythm. Amiodarone was discontinued; toprol initiated 25 mg twice daily. Patient to resume xarelto on (B)(6) 2025. Also, it was reported that a surgical intervention was needed (pericardotomy), and additional images and laboratory tests were performed. The patient was later discharged on (B)(6) 2025. In addition, it was reported that the faradrive sheath selected for use has the valve defective, it would not seal. The device was replaced. Faradrive sheath return is not expected. It was further reported that the echo-lvef was around 60%, what appeared to be clotted blood around the pericardium, but no active pericardial effusion. There were done daily ultrasound/echocardiogram/tee/tte on (B)(6) 2025. Also, cbc, cmp, blood gases tests were done from (B)(6) 2025. Next, x-rays were done from (B)(6) 2025, with no evidence of acute cardiopulmonary process. A chest untrasound was done on (B)(6) 2025 showing minimal right pleural effusion. Right pleural effusion volume appears inadequate for thoracentesis. Small/moderate left pleural effusion. A total of 5 units of prbcs, 1 unit of ffp, 1 unit platelet, kcentra were given to the patient. Pericardiocentesis and pericardotomy were required. The procedure was aborted.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem and impact codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in block(s) patient identifier (a1), in section a - patient information and report source (g2), in section g - all manufacturers.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The patient experienced a cardiac tamponade and pleural effusion. Patient was admitted on (B)(6) 2025. During a clinical pulsed field ablation, a faradrive sheath was selected for use. Patient was intubated/sedated. It was reported that shortly after transseptal crossing, the patient acquired a large pericardial effusion requiring intervention due to threatened tamponade. It was noted that the versacross rf wire punctured the left atrium roof. Pericardiocentesis was done, pericardial drains were placed. The patient received several units of prbc and was admit to intensive unit of care. Also, 1.7 liters of blood was removed. Pericardial drain x2 was inserted. A total of five units of prbcs, 1 unit ffp, 1 unit platelet, kcentranormotensive / borderline hypertensive-- start cleviprex/as needed hydralazine for hypertension was given to the patient. The patient remained hospitalized. Additionally, bilateral pleural effusions required left-sided thoracentesis. On (B)(6) 2025, the thoracentesis catheter was then threaded without difficulty. The patient had 400 cc of serosanguineous removed. Throughout admission, patient did convert to atrial fibrillation, amiodarone-initiated gtt. However, did not convert to sinus rhythm. Amiodarone was discontinued; toprol initiated 25 mg twice daily. Patient to resume xarelto on (B)(6) 2025. Also, it was reported that a surgical intervention was needed (pericardotomy), and additional images and laboratory tests were performed. The patient was later discharged on (B)(6) 2025. In addition, it was reported that the faradrive sheath selected for use has the valve defective, it would not seal. The device was replaced. Faradrive sheath return is not expected.

Event description:
The patient experienced a cardiac tamponade and pleural effusion. Patient was admitted on (B)(6) 2025. During a clinical pulsed field ablation, a faradrive sheath was selected for use. Patient was intubated/sedated. It was reported that shortly after transseptal crossing, the patient acquired a large pericardial effusion requiring intervention due to threatened tamponade. It was noted that the versacross rf wire punctured the left atrium roof. Pericardiocentesis was done, pericardial drains were placed. The patient received several units of prbc and was admit to intensive unit of care. Also, 1.7 liters of blood was removed. Pericardial drain x2 was inserted. A total of five units of prbcs, 1 unit ffp, 1 unit platelet, kcentranormotensive / borderline hypertensive-- start cleviprex/as needed hydralazine for hypertension was given to the patient. The patient remained hospitalized. Additionally, bilateral pleural effusions required left-sided thoracentesis. On (B)(6) 2025, the thoracentesis catheter was then threaded without difficulty. The patient had 400 cc of serosanguineous removed. Throughout admission, patient did convert to atrial fibrillation, amiodarone-initiated gtt. However, did not convert to sinus rhythm. Amiodarone was discontinued; toprol initiated 25 mg twice daily. Patient to resume xarelto on (B)(6) 2025. Also, it was reported that a surgical intervention was needed (pericardotomy), and additional images and laboratory tests were performed. The patient was later discharged on (B)(6) 2025. In addition, it was reported that the faradrive sheath selected for use has the valve defective, it would not seal. The device was replaced. Faradrive sheath return is not expected. It was further reported that the echo-lvef was around 60%, what appeared to be clotted blood around the pericardium, but no active pericardial effusion. There were done daily ultrasound/echocardiogram/tee/tte on (B)(6) 2025. Also, cbc, cmp, blood gases tests were done from (B)(6) 2025. Next, x-rays were done from (B)(6) 2025, with no evidence of acute cardiopulmonary process. A chest untrasound was done on (B)(6) 2025 showing minimal right pleural effusion. Right pleural effusion volume appears inadequate for thoracentesis. Small/moderate left pleural effusion. A total of 5 units of prbcs, 1 unit of ffp, 1 unit platelet, kcentra were given to the patient. Pericardiocentesis and pericardotomy were required. The procedure was aborted.

Manufacturer narrative:
Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the cardiac tamponade, hypertension, pleural effusion, and cardiac perforation are known inherent risks of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the events of cardiac trauma and hf/edema are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: the cause of damaged/defective luer the customer experienced with the sheath was not able to be determined, as the device has not been returned to bsc for analysis at this time. At this point, it can be concluded that unknown factors most probably contributed to the event. Cardiac tamponade and cardiac perforation are considered within the risk threshold of cardiac trauma and pleural effusion is considered within the risk threshold of hf/edema. Cardiac trauma, hf/edema, and hypertension are expected procedural complications addressed within the IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.